Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced two leaking insulin cartridges from the plunger side during setup, replaced the cartridges, and successfully completed tubing fill and infusion set insertion with a third cartridge; replacement supplies were provided and the used cartridges were later returned. Symptoms included transient hyperglycemia with a blood glucose of 250 mg/dl that resolved after the cartridge swap. Outcomes included patient inconvenience and product replacement. Investigation included receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.